Event description:
The customer reported via phone call that an unexpected re-initialization occurred after inserting the sensor. Customer's blood glucose level was 44 mg/dl. He treated his low blood glucose with food. The customer declined low and high blood glucose troubleshooting. The serter was not releasing the sensors when he pressed the green button. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.